Manufacturer narrative:
This report is submitted on january 02, 2024.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.